Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of fatigue and other symptoms. The right atrial (ra) lead was non-functional and the right ventricular (rv) lead thresholds were elevated. The ra lead was turned off, and the rv outputs were increased and the lead remains in use. No further patient complications have been reported as a result of this event.